Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was being seen in the hospital for chest pain when the out of range measurements were observed. The local field representative educated the patient on use of the remote home monitoring system and recommended setting the equipment up for monitoring. The patient was referred to their electrophysiologist for follow up. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead and device exhibited high out of range pacing impedance measurements greater than 2,000 ohms. No noise was able to be produced with patient isometrics. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.